Event description:
The adhesive on the c-section drape did not remain adhered to the patient during the entire procedure.

Manufacturer narrative:
It was reported that the adhesive on the c-section drape did not remain adhered to the patient during the entire procedure. The procedure continued. Mother and baby are fine. No issues from adhesive not functioning correctly. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.